Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: the report of elevated power and flow was confirmed through the analysis of the submitted log file; however, a specific cause for these elevations could not be conclusively determined through this investigation. Furthermore, a direct relationship between the device and the reported anemia could not be conclusively determined through this investigation. The submitted system controller log file captured 1 transient elevation in power (8.0 w) and corresponding flow (10.6 lpm) on (B)(6) 2019. In addition, there were several transient elevations in power (up to 11.2 w) and corresponding flow (up to 12 lpm) beginning on (B)(6) 2019 and continuing until the end of the log file. Of note, the majority of these elevations appeared to be associated with pi events. No atypical alarms were captured. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. The patient remains ongoing on vad support. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. Pump parameters, including power, flow, and pulsatility index (pi), are detailed in the introduction of the hmii IFU. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was the reported that the patient had increased flows and increased powers. Log file interrogation showed power and flow appeared to be trending upwards while the pulsatility index (pi) appeared to trend slightly downwards. There were some confirmed transient power and flow elevations observed on (B)(6) 2019 which appeared to be associated with pi events. Some low voltage advisories were also observed but appear to be routine. The cause for the pi events is suspected to be anemia as the patient was anemic and needed blood. The patient was asymptomatic but was admitted for a blood transfusion and stayed in the hospital for five days. No additional information was received.